Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps instrument was analyzed and found to have a broken main tube approximately 4.01mm x 8.17mm from the proximal clevis and another break at the middle part. Potential fragments are missing. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis was found to be dislodged. Additional findings related to the customer's complaint: the instrument was found to have a dislodged proximal clevis. Clevis did not show abrasions or scratches on the outer surface. Components adjacent to the dislodged clevis show damage which may indicate potential mishandling/misuse. The main tube is broken. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during central processing procedure, the 8mm prograsp forceps instrument got caught on the door of the sterilizer and snapped the shaft. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this occurred after sterilization when being removed from the sterilizer. There was no patient involvement, so there was no injury and no fragments that fell into a patient.